Manufacturer narrative:
Concomitant medical products: 3058 and 3889-28, urinary mgu lead, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with bradycardia. The right atrial (ra) lead exhibited no sensing and far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.